Event description:
It is reported that the cpt stem centralizer broke into two pieces when it was attached to the cpt stem. The centralizer was implanted with the use of cement.

Manufacturer narrative:
This report will be amended when our investigation is complete.